Event description:
On (B)(6) 2015, l4-l5 instrumentation using viper was done for a female patient with lscs (70s). During final tightening of a set screw using the final tightener shaft in question, the tip of the shaft was broken. The procedure was completed with the broken tip left in the left l4. The patient will continue to be monitored.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
The viper2 final tightener driver (product code: 2867-45-550, lot number: ag2093830) was returned to the complaints handling unit (chu). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Analysis of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern around the center. The plastic deformation at the hexlobes indicates shear torsional overload during tightening. This suggests the driver underwent a quasi-static shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. The results of fracture analysis have found that a probable root cause is quasi-static shear torsional failure due to an unexpectedly high amount of torsion placed on the driver tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.